Event description:
Info received indicates the brake casters at head end of the bed are not holding when in brake. The foot end casters are holding fine.

Manufacturer narrative:
The tech found the brake was loose. He replaced the main bearing, hex rod and casters to repair the bed.